Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump battery was depleting quickly and the battery gauge was fluctuating resulting in the pump shutting down. It was also reported that a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose was 200 mg/dl.